Manufacturer narrative:
This device is used for treatment, not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. Log file analysis revealed three (3) electrical fault alarms and one (1) vad stopped alarm on (B)(6) 2017. At 13:17:06; an electrical fault alarm was logged due to the rear stator not being connected, followed by two more electrical fault alarms at 13:17:21 and 13:18:23. At 13:21:01, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. In addition, review of the controller log files revealed 10 controller power-ups on (B)(6) 2017 starting at 13:12:36; these events were likely due to troubleshooting. As a result, the reported event was confirmed. A possible root cause of the electrical fault alarms observed in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the vad stopped alarm can be attributed to failure of the pump to restart after several attempts. Based on an extensive investigation conducted, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced two electrical fault alarms and a ventricular assist device (vad) stop alarm. The controller remains in use. No patient complications have been reported as a result of this event.